Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported no telemetry with recharging. They stated that their implantable neurostimulator (ins) stopped holding a charge, and then died. Now the patient is unable to charge the ins at all. The patient noted that right after the ins died, they tried recharging it, but was unable to connect. They mentioned that they were last able to successfully recharge the device a couple of months ago. The patient was to follow-up with their healthcare provider to have the device checked. No further complications or patient symptoms were reported. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-07-24 reporting that that all of a sudden the patient needed to charge and it was dead. The patient noticed that it would not do its regular function. It was stated that the steps taken for the reported issues would be more medication for pain for a while. The patient just gave up on it. It had been 3 months or more since they had to charge and it was reported that they were up in the air about whether it was good enough. Patient weight at the time of the event was reported to be (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s implantable neurostimulator does not work anymore and it¿s been off. The implantable neurostimulator stopped working in about the last 6 months. The patient¿s pain has started to bother/annoy him a lot more starting about 3 or 4 months prior to the report. The implantable neurostimulator has been dead for a few months. The patient stated that the ¿implantable neurostimulator is gone¿ and that he needs it replaced. The patient stated that it is normal battery depletion because it will not hold a charge or take a charge anymore. The patient noted that he takes noroco (like vicodin) twice a day, and that he does not want to be stuck taking a bunch of pills again. There were no further complications reported.